Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, helix partially extended, dried blood noted in housing and tip region, helix mechanism not tested due to dried blood in housing. The damaged electrode end allegation was not confirmed, based on the visual and x-ray inspection that showed the lead tip/helix appears normal and normal lead resistance measurements.

Event description:
It was reported that this lead was unable to be successfully implanted due to physical damage in the electrode end. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.